Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 1.2, lab: 2.3; (B)(6) 2012, 1.5, -. Patient self tester often has difficulty obtaining sample. Did not use the 21g lancet because the orange tip was too hard to take off. Instead she uses diabetic lancets. Therapeutic range: range was unknown by the daughter, but she said the doctor likes the value to be 2.3.

Manufacturer narrative:
Investigation pending.